Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify the low battery or off no power alarm due to the blank display.

Event description:
The customer reported a blank display during normal use, low batter life and random off no power alarms. Troubleshooting was performed. The display returned, but the customer was uncomfortable with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.